Event description:
The complaint is reported as: "they had a transplant patient with a 12fr 16cm line placed in the operating room. The patient returned to the operating room and during transfer from the operating room bed to the ICU bed at the end of the case the IV line attached to the brown port got caught on something and that one lumen was pulled, and broke off right at the brown port. We clamped the line and it was changed over a wire without further incident." There was no patient injury/complication reported. Patient condition is unknown. Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a lot number was not provided by the customer. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "they had a transplant patient with a 12fr 16cm line placed in the or. The patient returned to the or and during transfer from the or bed to the ICU bed at the end of the case the IV line attached to the brown port got caught on something and that one lumen was pulled, and broke off right at the brown port. We clamped the line and it was changed over a wire without further incident." There was no patient injury/complication reported. Patient condition is unknown. Therapy was reported to be delayed/interrupted.